Event description:
On (B)(6) 2010 the pt reported that while in the normal run mode her insulin infusion device was hot to the touch and the display was blank. She inserted a new battery but the display remained blank. She inserted a 3rd battery and her device beeped briefly, displayed momentarily and then again went blank. She stated her device has not been dropped. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.